Event description:
It was reported that an x-ray was performed and noted no anomalies. The sensing vector was reprogrammed to primary and monitoring will be continued. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. Tachycardia therapy was deactivated as a result. Noise was observed in secondary configuration and was able to be reproduced with pocket manipulations. No noise was observed in primary configuration. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The reported noise and oversensing was not confirmed, however analysis identified a high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the identified premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. Tachycardia therapy was deactivated as a result. Noise was observed in secondary configuration and was able to be reproduced with pocket manipulations. No noise was observed in primary configuration. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that an x-ray was performed and noted no anomalies. The sensing vector was reprogrammed to primary and monitoring will be continued. Additional information was received that this device was later explanted and replaced for reported normal battery depletion. The product has been received for analysis.